Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was black as no text or graphics would display on the touchscreen, although the screen was illuminated. Customer's blood glucose was 210 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.